Event description:
It was reported that during at hemorroid procedure the surgeon stated that the instrument worked as intended. After firing the instrument, the surgeon removed the instrument to find that a portion of the cut line was not complete. The surgeon stated that the firing did not feel or sound like it normally does when fired. The surgeon stated that the staples appeared to be formed well but there was one area that the blade did not cut. There was some bleeding, but no more than on other cases in which the surgeon had used this device. The surgeon put a couple of stitches over the area that she had to cut themself. There were no patient conseqences.